Event description:
On (B)(6) 2012 the reporter contacted animas to report a priming issue with the pump. There was no report of any patient injury or medical attention due to this issue. The technical support representative contacted the patient to obtain information and to troubleshoot the pump; however, was unable to reach her by telephone. As the issue was not resolved, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/24/2013, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump history showed that the black box began on 09/08/2013; the black box and history for the event on 09/21/2012 have been overwritten. The current black box showed no activity outside of normal use; no loss of primes were observed. The pump rebooted to the verify screen with audible and vibratory functions. The ez-prime steps sequence was performed successfully with no issues or alarms. A 24 hour duration test was performed on the pump with no loss of primes or alarms occurring. A force sensor calibration was found not to be within required specifications. The force sensor resistance was found to be within specifications. The pump cover was removed and the force sensor assembly was found to be intact. There was no evidence of contamination or cracked force sensor wires observed. The priming issue was not unable to be duplicated during testing; the pump information for the complaint date has been overwritten.